Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer experienced diabetic ketoacidosis. Blood glucose was unknown at time of incident. Customer was hospitalized. Customer experienced symptoms such as vomiting. Customer declined troubleshooting. Customer was advised a replacement will be sent. Device is expected to be returned for analysis.